Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an outflow thrombus. Log files indicate a sudden sustained decrease in estimated flow and power consumption. The ventricular assist device (vad) remains is use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the pump was not returned for evaluation. The reported "low flow event" was confirmed through log file analysis which revealed a sudden sustained decrease in estimated flow and power consumption on (B)(6) 2017 leading to parameters to be below the normal operating range until (B)(6) 2017. Additionally, a sudden increase in parameters followed by a slight decrease was noted starting on (B)(6) 2017 through (B)(6) 2017. On (B)(6) 2017, parameters were within the normal operating range. 6 low flow alarms have been logged since (B)(6) 2017. Of note, it was reported that the patient received lysis treatment after which the power and flow went back to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported "low flow event" may be attributed to multiple factors including but not limited to inappropriate pump rotational speed, constriction in the outflow graft, thrombus in the inflow cannula/outflow graft. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had a ventricular assist device thrombosis with increasing lactate dehydrogenase (ldh) and was admitted. Patient was treated with lysis therapies and after was stated to be fine and stable. Patients international normalized ratio (inr) has often been out of range. Patient was discharged on (B)(6) 2017. No further patient complications have been reported as a result of this event.